Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The cause of the fault was a broken camera cable. The baton's camera showed intermittent images and stripes. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video baton 3-4, the image was intermittent. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.